Event description:
It was reported that during a knee arthroscopy the shaver blade broke off. The broken pieces were retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, torpedo, ar-8400td, serial/batch number (B)(6), was received for investigation. Visual evaluation noted damage to the inner tube: oxidation and discoloration. The tip of the device was also broken. No fragments were returned for evaluation. Functional testing was not conducted due to the damage to the devices. The most likely cause(s) for the reported failure can be attributed to use error through application of excessive forces by prying/leveraging the device during use.